Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The product sample was not returned, but a photo was provided by the customer. The image shows a palindrome catheter with a hole below the hub. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The customer did not specify the dwell time of the catheter, but it is evident that they did not notice any defect prior to use. The probable root cause would that the leak was more likely caused due to excessive force or the inappropriate use of cleaning agents. However without the sample, this cannot be confirmed. The lot involved in this complaint was manufactured on 05/11/2011, before the implementation date of actions related to a corrective and preventive action (CAPA). After evaluation, it was defined that this event is being handled through this CAPA. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 01/29/2015. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to customer covidien that a customer had an issue with a dialysis catheter. The customer stated that the catheter body was cracked. The patient involved was a (B)(6) year old male who required medical intervention. The patient is stable.